Event description:
An IV was being inserted into the pt's left forearm. As the catheter was advanced, the catheter broke leaving approx 1/2 inch inside the pt's arm. A small portion of the catheter was sticking out of the pt's arm. Pressure was applied above the site and the catheter was retrieved with a hemostat. A new IV was started without difficulty.